Manufacturer narrative:
Qn#(B)(4). Per DHR the product visistat 35w 6/box lot # 73a1900829 was manufactured on 02/12/2019 a total of (B)(4) pieces. Lot was released on 02/13/2019. DHR investigation did not show issues related to complaint. The customer returned one unit 528235 visistat 35w 6/box for investigation. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the sample was returned with the first two staples misaligned in the cover block. The stapler was received with 35 staples in the cover block indicating that staple was not fired by the end user. Functional inspection was performed by attempting to fire staples from the returned stapler. Using hand pressure, the trigger was engaged. Upon full engagement of the trigger, no staple fired. Another attempt was made and this time, the first staple was not able to properly form and release from the device, the staple was released without any bend. A third attempt was made but again, no staple fired. A fourth attempt was made and this time, the second staple was able to properly form and release from the device. However, in a fifth attempt the staple was stuck in device; upon engaging the trigger on the follow up attempt the staples continue stuck and then the staple firing behavior it was intermittent with staples stuck , and staples released. A corrective action is not required at this time as it cannot be determined what caused the staples to misalign. No errors could be found in the assembly to suggest a manufacturing related cause. All staplers are 100% inspected at manufacturing for firing at the time of assembly. The potential cause of this complaint issue could not be determined. The sample received contained the 35 staples that the device must contain; the first staples were misaligned, however, when the trigger was pressed with enough force the first staple was fired and in continuous shots the staples formed correctly and in other attempts the staples became stuck, so the staple firing behavior it was intermittent; no damage or assembly errors were found in the sample received and the failure mode could not be replicated so no corrective actions are raised. All staplers are 100% inspected at manufacturing for firing at the time of assembly. No errors could be found in the assembly. Therefore, the potential cause of this complaint issue could not be determined.

Event description:
It was reported that the medical staff reported a similar incident with 3 staplers. 1 staple out of 3 remained stuck in the stapler.

Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the medical staff reported a similar incident with 3 staplers. 1 staple out of 3 remained stuck in the stapler.